Event description:
The customer reported via phone call that the insulin pump had unresponsive up and down arrow buttons. The customer's blood glucose was 80 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. The insulin pump was also received with cracked battery tube threads and a cracked reservoir tube lip.